Event description:
Initial and additional info received from a consumer on 26-aug-2009 and 28-aug-2009: a female received an unk amount of injectable poly-l-lactic acid (sculptra) [lot# and exp date unk] for cosmetic purposes in 2009. She got injections under her eyes and in the temple. She stated that the poly-l-lactic acid was reconstituted with water and she received an anesthetic not other specified (nos) in her face. Two weeks after receiving the poly-l-lactic injections, she started experiencing hair loss and a lot of thinning although there are no bald spots yet. However, she did say that she can see her scalp through her hair. She reported that it has gotten worse and worse and is more pronounced on the left side of her head. She said that the hair loss is from a large area above the ears to the top of her head. She reported that she does not have any known allergies nor any medical history. She also stated that the only medication that she was taking at the time she received poly-l-lactic acid was birth control pills nos. No further relevant info reported.